Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.

Event description:
It was reported that allegedly the ivc filter fractured and the fractured portions of the device migrated to the patient's vital organs causing injury and damage. No specific information is available at this time.